Event description:
The user facility reported that the power on the high definition lcd monitor turns on, but the device does not start up. The issue was identified while preparing the device for an unspecified diagnostic procedure. The procedure was completed using a similar device. There was no report of patient injury or user harm due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Testing and inspection of the device confirmed the reported start-up issue and found it was due to failure of a printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the printed circuit board failure could not be determined. In addition, service found the lower right corner of the screen was damaged. Image issues were also observed due to liquid crystal display (lcd) panel failure. Olympus will continue to monitor field performance for this device.